Event description:
On (B)(6) 2015, nakanishi received a phone call from a distributor saying that the end cap had come off of the handpiece and a patient had accidentally swallowed it. On december 4, 2015, nakanishi made a phone call to the dental office to obtain the additional information. Details are as follows. On (B)(6) 2015, a dentist was treating caries of the patient's left jaw. The handpiece the dentist was using was a 2-piece device of nac-y (serial no. (B)(4)) and ec-30 (serial no. (B)(4)) . The handpiece was rotating at low speed first. When the motor and inside parts of the handpiece were overloaded, the speed decreased, and the end cap came off. The end cap dropped in the patient's mouth and the patient accidentally swallowed it. The dentist took the patient to a hospital to take an x-ray. The end cap was confirmed in the patient's stomach through the x-ray.

Manufacturer narrative:
Upon receipt from a distributor of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. The returned device had the end cap missing. These activities are described in more detail below. Methodology used : nakanishi examined the device history record for the subject nac-y device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. No problem was observed after service activities either. Nakanishi conducted a visual inspection with magnifier of head screw of the returned device and performed a simple tightening test. There were no visible/dimensional abnormalities and the screw satisfied the nakanishi drawing criteria. Nakanishi then set and screwed a new end cap in the head to see the tightening condition. Nakanishi confirmed that the tightening condition was normal without any potential loosening factors. Nakanishi took photographs of the parts observed in the visual inspection. These pictures have been added to the dhf. Nakanishi connected the handpiece to a micromotor and rotated the motor. Nakanishi observed a slight abnormal noise, however, did not confirm abnormal vibration that may lead to the end cap loosening. Conclusions reached based on the investigation and analysis results : nakanishi did not confirm the end cap coming off as reported because the end cap coming off could not be replicated in the operation test. Also, during the visual inspection, nakanishi did not observe any problems with the device. In spite of the fact that nakanishi did not confirm the situation at the time of the event, nakanishi considers the possibility from many years of experience that the end cap gradually loosened and came off due to a combination of accidental load (such as impact) applied to the head and vibration from continuous use. Nakanishi took the following actions in order to prevent a recurrence of the end cap coming off. Nakanishi reviewed the operation manual to confirm clarity and understandability of the instructions. As the result of review, nakanishi decided to revise the operation manual to include instructions to check for loosening of the end cap visually before each use and tighten with a wrench periodically.